Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
Generator product analysis was approved on (B)(4) 2015: the alleged end of service was determined to be the result of normal battery depletion. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The depleted battery was likely a contributing factor to the increase in seizures.

Event description:
Clinic notes were received indicating that the vns patient was hospitalized in (B)(6) 2013 due to a prolonged seizure. In (B)(6) 2013, the patient was experiencing an increase in seizures. The patient was referred for surgery but no known surgical interventions have occurred to date. It is unclear whether the patient¿s device was at end of service. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery due to end of service. The explanted generator was returned to the manufacturer where analysis is currently underway.